Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads from the same lot. It was reported, the pt has been unable to receive effective therapy per ineffective/inadequate stimulation. Reprogramming to provide resolution was unsuccessful.